Event description:
Radiographic /fluorographic room was being prepared for an upright image. Simultaneous table movement button was engaged. Table began to angle upright and it failed to stop before it "piled" into the floor and hit the cement base.